Manufacturer narrative:
(B)(4). All pertinent information available to the manufacturer has been submitted.

Event description:
It was reported that a zcb00 17.5 diopter intraocular lens was explanted from a female patient's left eye due to poor visual correction results. The lens was replaced with the same model lens with a higher diopter (24.0). There was no incision enlargement, no vitrectomy and no sutures required. Furthermore, there was no patient post-op injury reported. No further information was provided.

Manufacturer narrative:
Corrected data: (B)(4). Device evaluation the device was not returned to the manufacturer for evaluation. Device inspection could not be performed, therefore the reported issue could not be verified. Manufacturing records were reviewed and the lens was manufactured according to specification. A search on complaints revealed no other complaint for this production order number has been received. The directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the device. Based on the investigation results there is no indication of a product quality deficiency. All pertinent information available to the manufacturer has been submitted.